Event description:
Philips healthcare received a complaint from (B)(6) stating that an infant apnea monitor failed to alarm while performing checkout. The device was not in use on a pt and no harm was alleged. The smartmonitor 2 device is designed to monitor respiration, and heart rate. Upon detection of abnormal events, smartmonitor 2 alerts the caregive via both visual and audible alarms and records the info for subsequent clinical review. Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue requires further investigation. Once the device is returned for investigation of additional info is received, a follow-up additional info report will be filed to detail the findings and the need for any possible further action.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.